Manufacturer narrative:
The product analysis was completed on 5/24/2016. As reported by a healthcare professional, during stent assisted coil embolization of an anterior communicating artery aneurysm, the enterprise stent (enc452200/1551531) could not deploy from the prowler select plus microcatheter (606s255x/17208586) due to resistance between the microcatheter and stent. A continuous flush had been maintained through the microcatheter. The catheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the stent. The stent was not able to be deployed at all from the catheter. The surgeon removed the stent with the microcatheter and tried to withdraw the microcatheter to semi-deploy the stent, but resistance was met. They changed the microcatheter, but the stent still could not be deployed. They used another stent with the microcatheter to complete the procedure. There was no report of patient injury or clinically significant delay in the procedure. A non-sterile enterprise device was found inside of a prowler select plus 150/5cm, received coiled inside of a plastic bag. The delivery wire was removed from the microcatheter, and no damages were noted. The stent was found deployed, and the introducer tube was not received for evaluation. The received microcatheter and the deployed stent were inspected under microscope and no damages were noted. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10551531. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile prowler select plus 150/5cm received coiled inside of a plastic bag. The device was inspected, and no damages were noted; however, inside of the received microcatheter a delivery wire was noted as well as a stent was found deployed in the same plastic bag. The received microcatheter and the deployed stent were inspected under microscope and no damages were noted. The ID from the microcatheter was measured, and was found within specification. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. A review of the manufacturing documentation associated with this lot 17208586 presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance between the enterprise and prowler select plus and the stent deployment difficulty was not confirmed since functional testing could not be performed. The root cause of the event could not be determined; however, procedural factors and handling process may contribute to the failure as reported. The devices did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this event, with associated manufacture report numbers of 1058196-2016-00073 and 1226348-2016-00092.

Manufacturer narrative:
Patient age, weight and gender information was not available. The device was returned for analysis; however, the analysis has not been completed. (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this event, with associated manufacture report numbers of 1058196-2016-00073 and 1226348-2016-00092.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of an anterior communicating artery aneurysm, the enterprise stent (enc452200/1551531) could not deploy from the prowler select plus microcatheter (606s255x/17208586) due to resistance between the microcatheter and stent. A continuous flush had been maintained through the microcatheter. The catheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the stent. The stent was not able to be deployed at all from the catheter. The surgeon removed the stent with the microcatheter and tried to withdraw the microcatheter to semi-deploy the stent, but resistance was met. They changed the microcatheter, but the stent still could not be deployed. They used another stent with the microcatheter to complete the procedure. There was no report of patient injury or clinically significant delay in the procedure.